Manufacturer narrative:
The reported malfunction was observed and attributed to the multi-function connector not seated properly to the connector panel. The mfc retainer was installed to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to attach the multi-function cable, the connector was damaged.complainant indicated that there was no patient involvement in the reported malfunction.